Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
No procedure performed - "an email was sent to previous territory manager, [territory manager's name], which was forwarded to me from laparoscopic scrub nurse [scrub nurse's name]. This email stated that a member of staff brought her a first entry port ctf74 which broke into several pieces prior to the start of the operation. This was the only information given. I am currently trying to understand more about this. I have been advised the product is in the theatre manager's office [theatre manager's name] for collection and they are not sure of the lot number or what box the product came from. I will update once I have more information." Patient status unknown.

Manufacturer narrative:
Correction: the date of the event was (B)(6) 2016. The date applied medical europe became aware was (B)(6) 2016. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering did not observe any damage to the cannula or seal. Engineering noted the obturator shaft was cracked and they were unable to reattach the handle to the shaft; therefore confirming the complainant's experience. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Based on the evaluation of the returned product, the root cause of this event is most likely due to the inherent press-fit design of the obturator handle and shaft. The mating of the pins to the pin holes can lead to cracking of the pin holes after a prolonged amount of time due to a build-up of internal stresses. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.